Event description:
The device was used in a colostomy procedure. The patient presented with undisclosed symptoms 4 to 5 days post operatively (while still in hospital), which led to diagnostic testing. The diagnostic tests showed disruption of the staple line. Consequently, the patient required re-operation. There was no indication there was any type of malfunction during the original procedure. There was no other reported patient consequence.